Event description:
Surgeon reported that post-operative corneal haze was observed. The haze was treated by debridement of the corneal flap in both eyes. Prognosis is guarded. Pt visual acuity-uncorrected: 20/50; corrected: 20/40.